Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer states the seat frame broke on both sides near the second bolt hole for the upholstery.